Event description:
A customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to remove an o-ring from the pneumatic tap and clean the area, inspect the cartridge, and ensure it clicked into place. The customer was able to successfully load the cartridge onto the pump and resume insulin delivery.